Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump turns on and off on its own. The customer stated the issue stated happening after coming back from (B)(6). The customer stated the device would freeze on one screen. The customer's blood glucose level was 100 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. The pump had a corroded motor assembly and corroded keypad traces. The pump was received with minor scratches on the lcd window, and a cracked reservoir tube lip.